Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with unspecified antibiotics for the events. Pd therapy was continued during the treatment. At the time of this report, the patient¿s outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.